Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: proposed code: mechanical (g04)- drill. Visual examination of the returned product identified there are two cracks on the product tip. The device shows signs of repeated use and wear. Product identifiers were found conforming. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer tip fractured during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. Once the investigation has been completed, a follow-up MDR will be submitted.